Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. No device malfunction was reported.

Event description:
It was reported a trained physician performed arteriotomy closure in the common femoral artery, with a perclose at vascular closure system after a diagnostic procedure. No device malfunction occurred and there was no difficulty encountered while deploying the device. The device achieved hemostasis. One day after arteriotomy closure, the pt developed a fever/elevated temp. The closure site developed a pocket with fluid oozing from it. The pt was given antibiotics and discharged to home the next day. The pt was re-admitted 2 days later, after becoming septic. The pt was placed on IV antibiotics and discharged to home, reportedly a week later. No add'l info is available.